Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump and changed the pump supplies, however occlusion reoccurred. Reportedly, the customer reverted to an alternate method insulin therapy.